Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that sometime after implantation, the patient was advised that her implant was failing and that she had high concentrations of various metallic elements in her blood. The patient was revised. Additionally, litigation papers allege the patient suffered injuries of a permanent nature; endured pain and suffering and is unable to attend to her normal affairs and duties for an indefinite period of time. Update (B)(6) 2013 - clinical report was received. Clinical report indicates the patient was revised to address a focal histolytic inflammatory reaction, intermittent numbness and groin pain, and local tissue reactions. There is no new information that would change the existing MDR decision. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to a cloudy effusion, stain and debris in the periarticular area, brown/gray debris in the femoral head recess, a thickened, dry capsule and corrosion on the trunnion. The femoral stem and adapter sleeve have been added to the complaint.